Event description:
It was reported that the patient had rolled over in bed and the battery in their body moved 4-7 days prior to the report. It was stated that the patient had a bruise around the battery and it was "1.5 times the size of a golf ball." It was reported that this happened "sometime around (B)(6) 2013." A patient outcome was not provided.

Manufacturer narrative:
Concomitant products: product ID 355531, lot # n334944, implanted: (B)(6) 2012, product type screening device; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n333480, implanted: (B)(6) 2012, product type accessory; product ID 3550-29, lot # n245975, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).